Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated erroneously elevated troponin, ck-mb, and myoglobin results for four (4) patients and an erroneously elevated bnp (b-type natriuretic peptide) result for one patient. The customer performed repeat assays on the laboratory's alternate instrument and obtained expected lower results. The customer stated that the erroneous results for two of the patients were released out of the laboratory, but confirmed that there was no change to patient treatment. There was no report of death or injury associated with this event. Qc and calibrations were performing within the specifications prior to the event. A routine system check performed on (B)(4) 2012 passed within the specifications. However, a system check performed as a troubleshooting measure on the day of the event failed the washed portion. The customer reported several errors posted in the analyzer's event log at the time of testing: luminometer read failure, sample counts outside limits, and status controller initialization error. Bec field service engineer (fse) was dispatched to the customer's site. The fse found a high sensitivity system check was failing and noted the wash wheel bearings were rough and had dried reagent on the wash wheel. The fse cleaned the wash wheel and bearings and the instrument passed the high sensitivity system check.

Manufacturer narrative:
Results: wash wheel bearings. A hardware malfunction is the likely cause of the event.